Event description:
It was reported that following a permanent implant procedure on (B)(6) 2025, the patient experienced an epidural hematoma and numbness in the lower extremities. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue. The numbness has since been resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.